Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found the helix mechanism to be stretched with no other anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of decreased sensing and increased thresholds. It is unknown if the stretched helix contributed to the reported dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited poor sensing and high pacing thresholds subsequent to dislodgement. There was no negative effect to patient therapy. The lead was explanted and replaced during a device upgrade procedure. No adverse patient effects were reported. This product is no longer in service.